Manufacturer narrative:
Concomitant medical products: enlw1613c93e stent graft, implanted: (B)(6) 2011. Enbf2516c166e stent graft, implanted: (B)(6) 2011. Enlw1613c82e stent graft, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable threshold and high threshold. The lead was inactivated and was replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.